Event description:
User facility reported the following, "ahmed tube shunt implanted for neovascular glaucoma secondary to diabetic retinopathy. Initial iop at 76. With maximum meds, down to 56. Ahmed tube shunt done. 1 day post operative iop was 04. 1 week post-operative iop at 0 and completely flat anterior chamber. Anterior chamber re-formed with healon 3 separate times. Each time, in 2 days, iop goes back to 0 and anterior chamber is flat. Then, the tube was tied off with no fenestrations in the operating room. Iop next day at 45. All meds and diamox started and pressure at 37 four days later and patient in pain. So next step was to remove the tube shunt due to valve not keeping anterior chamber formed and another tube shunt implanted."

Manufacturer narrative:
The IFU was reviewed and was confirmed to include hypotony/low iop as a known complication and adverse reaction. The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The explanted valve was returned and underwent visual inspection and functional testing. No issues were found with the device during visual inspection. A steady state pressure test was also conducted on the unit to mimic the physiological flow conditions of the human eye, where the resulting pressure in the system measured and yielded passing results. The returned valve met the acceptance criteria and performed as expected. The issue of low iop as reported could not be confirmed.